Manufacturer narrative:
(B)(4. D10: unknown - unknown tibia - unknown. Unknown - unknown femur - unknown. G2: foreign - event occurred in australia. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a partial knee procedure. Subsequently, approximately 19 years after the patient experienced instability. A revision surgery was performed. Attempts have been made and all available information has been provided.